Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended.

Event description:
Customer reported the system will not boot up. No patient injury was reported.